Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit found that the x4 sensor was loose. After re-tightening the knob, the leakage fault was solved, the fault was repaired, and the test parameters and indicators met the factory requirements.

Event description:
Na.

Manufacturer narrative:
Due to character limitation event site name: (B)(6). Event site address: (B)(6). Event site contact no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp ) had after replacing the helium bottle, when opening the bottle knob, leak can be heard. The equipment was stopped. No patients were involved, and there was no casualties.